Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported physical resistance/sticking of the gripper line in this incident could not be determined. The single leaflet device attachment (slda) was likely a result of the difficulty experienced removing the gripper line. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The ntr clip delivery system referenced in b5 is filed under a separate medwatch report number.

Event description:
This is filed for resistance during gripper line removal and single leaflet device attachment (slda), requiring surgical intervention. It was reported that the procedure was performed to treat degenerative mitral regurgitation (mr) of grade 4+. Patient anatomy included an anterior flail. The first clip delivery system (cds), an xtr, was advanced and the clip was able to grasp the leaflets. The clip was deployed, per instructions for use (IFU). However, during removal of the gripper line, some resistance was noted. The physician observed the atraumatic tip diving toward the clip and the clip appeared to be pulling from the leaflets. Troubleshooting maneuvers were performed, including removing the m curves on the device to relieve the tension and lining the device up coaxially. The gripper line was fully removed; however, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet. A second clip (xtr) was implanted lateral to the first, stabilizing the detached clip. A third clip (ntr) was then advanced and implanted medial to the first clip. There was possibly interaction between the first and third clips, and a possible chordal rupture occurred. The mr could not be reduced and remained unchanged at grade 4+. No additional intervention was performed. On (B)(6) 2019, the underwent a mitral valve replacement surgery and the three clips were explanted. Post procedure, the patient was in stable condition.